Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. The implant was being placed into the tooth # 34. The implant site had type 2 bone quality. There was no infection. The patient has a history of smoking. There was no abnormality with the implant. A different implant was used to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. There was no product deformity or nonconformity, and there was no evidence found to indicate that the reported issue was caused by the device itself. The device met specification. At this time the reported issue will be tracked and trended.